Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the extension tubing not being primed per the device¿s instructions for use; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient didn't receive any medication. Pump was not used to prime the extension tubing. No adverse patient effects were reported by the customer. Continuous infusion rate: 1.1 ml/hr. Reservoir volume: 49ml, given: on (B)(6) 2024, removed on (B)(6) 2024. Length of infusion: 46hr. An unknown cstd was used to fill cassette.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.